Event description:
Information was received that during pre-testing of this smiths medical medfusion 4000, the pump exhibited primary audible alarm check plunger error and had damaged housing. No reported adverse effects or patient injury.

Manufacturer narrative:
Investigation completed on a smiths medical medfusion 4000 pump. The top case was found to be chipped and cracked along with the bottom case has seal damage. The complaint was verified after multiple testing and event log revealing alarm of acu watchdog and check plunger errors. Testing was found that the acu watchdog could not be duplicated, however plunger error occurred and damage housing revealed. Action taken to replaced left plunger case and reset timing plates in the plunger head as a preventative measure for plunger error in history. Replaced damaged top case, also as a preventative measure, replaced speaker for primary audible alarm post error in history. Device was calibrated and passed testing after maintenance completed.

Event description:
Investigation completed on a smiths medical medfusion 4000 pump. Summary in h -10.

Manufacturer narrative:
Additional information is unknown. No information has been provided to date. Device evaluation: a pump was received for investigation. A visual inspection found that the top case was chipped and cracked and the bottom case has seal damage. The complaint was verified after multiple testing and event log revealing watchdog alarm and check plunger errors. During functional testing, the alarm could not be duplicated; however plunger error occurred and damage housing revealed. The left plunger case and top case were replaced and the timing plates in the plunger head were rest as a preventative measure for plunger error in history. Speaker was also replaced for primary audible alarm post error in history. The device was calibrated and passed testing after maintenance completed. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information h6, h7, h9; d5 is unknown. No information has been provided to date. Device evaluation: a pump was received for investigation. A visual inspection found that the top case was chipped and cracked and the bottom case has seal damage. The complaint was verified after multiple testing and event log revealing watchdog alarm and check plunger errors. During functional testing, the alarm could not be duplicated; however plunger error occurred and damage housing revealed. The left plunger case and top case were replaced and the timing plates in the plunger head were rest as a preventative measure for plunger error in history. Speaker was also replaced for primary audible alarm post error in history. The device was calibrated and passed testing after maintenance completed. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: additional information h6, h7, h9; d5 is unknown. No information has been provided to date. Device evaluation: a pump was received for investigation. A visual inspection found that the top case was chipped and cracked and the bottom case has seal damage. The complaint was verified after multiple testing and event log revealing watchdog alarm and check plunger errors. During functional testing, the alarm could not be duplicated; however plunger error occurred and damage housing revealed. The left plunger case and top case were replaced and the timing plates in the plunger head were rest as a preventative measure for plunger error in history. Speaker was also replaced for primary audible alarm post error in history. The device was calibrated and passed testing after maintenance completed. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).